Manufacturer narrative:
On (B)(4) 2014, carefusion sent a letter via email attachment to the user facility seeking additional info concerning the reported event and the condition of the pt. As of (B)(4) 2014 there has been no response from the user facility. (B)(4). The initial reporter informed carefusion that the device was a rental unit from a third party rental company, they do not have the serial number of the device that was reported to have failed and they do not have any contact info available for the third party rental company. The inability to identify the device that was involved in the reported event has hampered carefusion's ability to continue investigating this alleged event. Should additional info become available a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a (B)(4) report received by carefusion from the FDA on (B)(4) 2014. "Vela vent has a sensor that other vents do not have. Reads the exhaled vol of the pt. The correct vt was delivered to the pt but reading on the exhaled vol was incorrect. Rrt changed out the vent and the rrt mgr checked vent. Filter not functioning, replaced, biomed to check vent." The following additional info concerning the event was documented by a carefusion tech support specialist in response to a phone conversation with the initial reporter. "I called and talked to [name removed] she indicated the unit was a rental from third party group ([company name removed]) she could not trace the serial number of the unit." (B)(4).